Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiib endoleak was detected by CT during routine follow-up. The physician will continue to monitor the patient who is reportedly in good condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib of the bifurcated device. The reported minimal overlap of the afx bifurcated and proximal extension devices is refuted and rather, there is a confirmed 40mm of overlap observed. The event is most likely user-related due to the oversized proximal extension (outside the treatment range) in the bifurcated device. Procedure-related harms for this event could not be determined. The final patient status was reported to be monitored until further treatment. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received per clinical assessment confirming that the patient's proximal extension device was oversized at initial implant. In addition, clinical refuted the reported minimal overlap between the bifurcated and proximal extension devices and rather, sufficient overlap was observed. The physician continues to monitor the patient and there is currently no plan to re-intervene.